Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. No harm requiring medical intervention was reported. Customer reported that the insulin pump got wet and also received an open book image on the insulin pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed displacement and self tests. Device was unable to load whatsoever during the displacement test. Self test returned a pump error 75. After further review of the device¿s interior, electrical board shows signs of previous moisture presence, corrosion, and mold around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. Unable to perform the prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the load anomaly and pump error 75.